Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the surface was observed with normal use wear. However, the tip was identified twisted. A functional test was performed with mating screw 04.501.118s returned and functionality did not work as intended; connection was loose due the identified deformation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the screwdriver-crucif not self-hold f/cortscr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 313.960-15 lot: 7316p52 manufacturing site: hägendorf release to warehouse: 15-jan-2024 and 21-nov-2023 a DHR evaluation was performed for the finished device article # 02.226.001-15 lot # 7316p52, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver shaft-2/2.4 crucif self-holding were failing to retain bites in the screw and screwdriver-crucif not self-hold f/cortscr was loose during intra-operative use. The issue was resolved intra-operatively by utilizing another rib set.